Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 25 september 2019 for MDR reportability. On (B)(6) 2010, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system unknown bone cement. On (B)(6) 2017, the patient underwent a right knee revision due to component loosening. The surgeon reported extensive osteolytic debris and polyethylene fragments throughout the knee. He noted no evidence of infection. The surgeon indicated the tibial and femoral components were grossly loose and explanted. He noted the patellar component remained well fixed, but do to osteolysis, it was revised. The patient was implanted with depuy knee system and unknown cement. There were no complications reported with the procedure. Doi: (B)(6) 2010. Dor: (B)(6) 2017 (rt knee).